Event description:
The physician used a wilson-cook triclip endoscopic clipping device to prevent post operative hemorrhage following a polypectomy in the patient's sigmoid colon. The clip was advanced through the accessory channel of the endoscope to the target site. Two of the three prongs were placed in the tissue site. The physician pressed the clamp with the left prong used as a point of support, which inadvertenly perforated the colon. The triclip was removed and another clipping device was used to repair the perforation. No bleeding was observed.